Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in hospital for a routine follow-up. Upon review, the right atrial exhibited noise and caused inappropriate automatic mode switching episodes since (B)(6) 2017. It was noted with low lead impedance on (B)(6) 2017. The patient would continue to be monitored.